Manufacturer narrative:
Conclusion: the report event of high impedances was confirmed. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, diagnostics showed high impedances. As a result, the lead was explanted and replaced to address the issue.